Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) evaluated and stated that unit was failing membrane test. Fse replaced safety disk to resolved this issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received safety disk, with a reported unit failure safety disk was failing membrane test during routing check. The fat department performed a visual inspection of the part received and the safety disk is in a good condition. The fat department installed safety disk in the cardiosave test fixture and tested to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual number 0070-00-0639 revision r. Found that the safety disk passed membrane test status at pressure differential of 5 mmhg. The failure analysis and testing department could not verify the failure of the safety disk. Safety disk passed the test. Retaining the safety disk in fat department per procedure 0002-07-008 rev aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) didn't pass the leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.